Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shaver blade inner tip fractured inside the patient during surgery, and the broken part was collected with no delay. The shavers were replaced with a different size. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and corrected information.

Event description:
It was reported that during a shoulder arthroscopy procedure, the shaver blade inner tip fractured off into the patient. The pieces were retrieved from the patient with no further patient consequences reported. Another blade of a different size was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Products were received as pn 908510 ln 935380 (qty. 2). Products were visually examined. One of the returned shavers is fractured at the opening of the outer assembly and there are metal shavings visible where the fracture occurred. The second shaver is fractured farther down in the shaft and cannot be seen. Both products were disassembled and the fractures were more easily reviewed. The complaint files both mention that fragments fell into the patient but were retrieved. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.